Event description:
Analysis of the returned device has been completed. The device was successfully deployed without difficulty. The cause of the reported deployment difficulties cannot be determined.

Event description:
A 26 mm diameter x 15 mm diameter x 16.5 length aneurx bifurcated stent graft was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel tortuosity was reported to be moderate. It was reported that an introducer sheath was not used. The physician was able to position the device in the infra renal aorta; however, after he cranked the device several times to deploy the stent graft, the device popped out of the reusable deployment handle. This same event occurred another three times; therefore, the physician removed the device from the pt without incident and another device of the same size was successfully deployed. The same reusable deployment handle was used to deploy the second device. No clinical sequelae were reported and the pt is reported to be fine.